Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive, specifically the up button. Customer's last known blood glucose was 261 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly however, moisture damage was found on keypad traces. No numbers ramping on their own or scrolling bar moving anomaly noted. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests. The insulin pump had cracked reservoir tube lip.